Event description:
It was reported that during using of the rf generator which was set at 30w, the power automatically increased to 60w on three separate occasions during one case. The generator continued to emit rf energy although the power output was higher than the setting. According to the physician, even after the ablation, the generator still showed 30w on the display. The case was completed without any patient consequence.

Manufacturer narrative:
(B)(4). The reported unit was sent in for servicing and no errors were found. Functional and safety test was performed as well as the preventive maintenance and the unit was found functional and ready for use. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on the device evaluation will be submitted once it is completed. (B)(4).